Event description:
It was reported that the insulin pump alarmed motor error during normal use. The insulin pump was exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been retuned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.